Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one bd ultra-fine¿ pro pen needle was unable to deliver the following information was provided by the initial reporter: I noticed that some needles are not continuous.

Manufacturer narrative:
Investigation summary: three photos of a 32g x 4mm pen needle carton were returned from lot. No. 1110206, cat. No. 320561. Visual examination of the returned photos was carried out and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photos returned and the fact no physical sample was returned no further investigation can be carried out.

Event description:
It was reported that at least one bd ultra-fine¿ pro pen needle was unable to deliver. The following information was provided by the initial reporter: I noticed that some needles are not continuous.